Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be started. No additional patient or event information was available. Root cause could not be determined. A replacement transmitter was sent to the customer.